Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal sufentanil (13.0 mcg/ml at 2.6 mcg/ml) and dilaudid (7.4 mg/ml at 1.5 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a loss of therapy. There were no known environmental/external/patient factors that may have caused or contributed to the event. A catheter access port (cap) aspiration failed sep-2021.the catheter was replaced and the issue was resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight at the time of the event was 68 kg. The patient's medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the catheter was not able to aspirate because it was no longer patent. It was not determined why the catheter was not patent.